Manufacturer narrative:
Annex a code updated from 1203 to 1204. No product or photo was returned by the customer. The customer complaint of connection issues & leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had connection issues. The following information was received by the initial reporter with the following: "when drawing labs, rn disconnected the blood-filled syringe from the new needless injectors/claves that uncmc just started using and blood sprayed from the clave onto rn's scrubs. Several other rn's have noticed this problem too with the claves dripping or spraying when disconnecting from tubing or syringes. Altered bfd to included bd max zero for tracking purposes." Event 2: spray/backflow. While using new needless connected to draw blood for patient's labs, the vacutainer would not release from the connector. Despite caution, the connector sprayed patients blood on rn arms, scrubs, and badge.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.